Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a known medical history of dialysis and a right branch bundle block (rbbb). The length of the membranous septum was unknown as it was not visible. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while crossing the valve with the non-abbott wire, the patient went into complete bradycardia and asystole. A temporary pacemaker was needed during the procedure to stabilize the patient. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay noted. On an unknown date, a permanent pacemaker was implanted as an intervention since the patient's heart could not pace on its own. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. It was noted that the patient¿s anatomy and pre-existing rbbb were a reason to cause the event. It was unknown if the patient had a prolonged hospital stay for monitoring of rhythm or the intervention considered an emergency to prevent permanent impairment or death. The patient was reported to be discharged at the time of follow-up of this report.

Manufacturer narrative:
An event for patient effects of arrhythmia and bradycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per physician, a cause of the reported cardiac arrest and bradycardia appeared to be related to patient¿s anatomy and pre-existing rbbb (right branch bundle block). The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.